Manufacturer narrative:
(B)(4). One (1) expedium si 6x50mm top loading shank polyaxial screw [product code: 1797-12-650] was returned to the customer quality unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the polyaxial screw fractured in the neck region of the screw shank. The fracture analysis report exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of a fatigue failure. No material defects or other abnormalities were observed in this analysis. A definitive root cause for the polyaxial screw fractured postoperatively cannot be positively determined. However, the fracture analysis report exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of a fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw was broken under the tulip of the screw. It was a growth rod construct with a single fixation point in lumbar spine. The shaft of the screw was removed easily and the surgeons fusion the patient from t2-pelvis.